Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73m1600281. Investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon stated that the m/l hem-o-lok clips did not completely open when loaded into the jaw of the applier. He also said that some clips were not loading straight, meaning the bottom was ahead of the top, or vis-a-versa. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The sample is for this tc and tc 1900058397. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The sample was returned with the knob and the body both partially opened, but this could have occurred during the decontamination process. Reference file pic_anp1900058395 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are likely intact. The first clip was able to properly load into the jaws of the device and close. The jaws were able to open completely. This was repeated with the same result. The next two clips were successfully applied to over-stressed surgical tubing. The remaining clips were fired with no issues found. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the other remarks: left ratchet ear was broken. However, the right ratchet ear was still intact which made the ratchet sound normal during functional inspection. It was also found th at the bottom jaw has bent jaw legs. Although all of the remaining clips were able to fire properly, the damages found to the device could prevent the clips from not being able to properly load into the jaws. The bent jaw legs could also prevent the jaws from opening all the way consistently. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "not opening completely" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, the device was able to properly fire all remaining clips and the jaws were able to open completely. However, it was found that the left ratchet ear was broken and the bottom jaw had bent jaw legs. These damages could affect the end user's ability to properly load and apply clips. The bent jaw legs could also prevent the jaws from opening completely. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported issue could not be confirmed since all of the clips in the returned device fired properly with the jaws opening completely, the broken internal ratchet ear and bent jaw legs could cause issues with the loading of the clips and the jaws opening completely. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the surgeon stated that the m/l hem-o-lok clips did not completely open when loaded into the jaw of the applier. He also said that some clips were not loading straight, meaning the bottom was ahead of the top, or vis-a-versa. There was no patient injury.